Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had a button error alarm on her insulin pump. The customer's blood glucose level was at 181 mg/dl. The customer stated that she wore the insulin pump in her bra with buttons faced away from the skin. The insulin pump was replaced. No further information was provided.